Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would power off by itself when medics pressed either the 12-lead or print buttons on the small keypad.  There was patient use associated with the reported event; however, no further details about the patient or the event were provided. Physio-control has reached out to the customer in order to obtain additional information; however, no response has been received.